Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a staar injector and the trailing haptic tore. No pt injury reported. Further info has been requested, but none forthcoming. If more info is received, a supplemental MFR report will be sent.